Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via a manufacturer representative (rep) that impedances showed electrodes 3, 6, and 7 were greater than 10,000 ohms. It was noted that the patient was with the rep for reprogramming; the rep was able to program to satisfy the patient¿s pain and for proper stim coverage. When asked if there were any factors that might have led or contributed to the issue, the patient stated no falls or accidents occurred. The high impedance issue was not resolved, surgical intervention did not occur/ was not planned and the patient was alive with no injury at the time of the report. Follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.